Event description:
Caller reported experiencing an issue multiple times with the cartridge shroud of their insulin delivery system, but all cartridges were intact despite confusion over viewing the wrong end. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The caller successfully changed the cartridge after guidance from technical support and was able to resume insulin delivery.